Event description:
It was reported the patient was experiencing a fever and redness/inflammation around her ipg pocket site. The physician examined the patient and was not sure of the cause. The patient was treated with antibiotics and was given an injection. Her physician advised to follow the troubleshooting recommendations and follow-up if the issue does not improve.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.